Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt (B) (4) was found to have a short circuit in the ECG b. The +5volt lined was shorted to ground. The short was fixed. The electrode belt was refurbished. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A recent download from a pt revealed several "multiple axis timeout" flags. Support reviewed the ECG recordings and found that all had a weak side-to-side channel. Support emailed the (B) (6) distributor to replace the electrode belt.